Manufacturer narrative:
Argus case (B)(4).

Event description:
It will make her choke [choking]. If feels like her teeth are just coated with it, her whole mouth feels like it's coated with something [coating in mouth]. It makes her dry mouth symptoms worse [mouth dry aggravated]. It feels horrible [discomfort]. The other issues went away when she stopped using it [ill-defined disorder]. Case description: this case was reported by a consumer and described the occurrence of choking in a (B)(6) year-old female patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number 9f106c, expiry date 21st may 2022) for dry mouth. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced choking (serious criteria gsk medically significant), coating in mouth, mouth dry aggravated, discomfort and ill-defined disorder. Biotene original oral rinse (savannah) was discontinued on (B)(6) 2019 (dechallenge was negative). On an unknown date, the outcome of the choking, coating in mouth, mouth dry aggravated and discomfort were not recovered/not resolved and the outcome of the ill-defined disorder was recovered/resolved. The reporter considered the choking, coating in mouth, mouth dry aggravated, discomfort and ill-defined disorder to be related to biotene original oral rinse (savannah). Adverse event information was received via call on (B)(6) 2019. The consumer reported that, "biotene dry mouth oral rinse fresh mint 8 oz. My mother uses this because of the dry mouth she gets from her medication. She has been using this for a while during the night but she's having a problem with it; it will make her choke, it makes her dry mouth symptoms worse and if feels like her teeth are just coated with it. I don't know what's going on with it. She got it. It feels horrible. Her whole mouth feels like it's coated with something. The other issues went away when she stopped using it."